Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was fully deployed. The distal appeared normal and the exchange sheath was fully slit. There was stringy-like appearance on the sheath approx 1-1/4 inches from the strain relief. There was no abnormal observation of the sheath that would have contributed to the string like splitting. The root cause for the stringy-like appearance could not be determined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any finding relevant to this report.

Event description:
It was reported that physician trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, although "some resistance" was felt during thumb advancer deployment, distal deployment of the thumb advancer was completed. After clip deployment, the exchange sheath appeared to have split incorrectly with a "stringy appearance that help parts of the exchange sheath material together." The starclose se clip deployed in the intended location and achieved hemostasis. There were no reported adverse pt effects. No additional information was provided.